Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Three photos were provided. The photos appear to be identical. The photos were an image of a monitor screen showing a portion of the eye in the background. A clear lens model was shown held by one haptic with a metal instrument for the photo. Solution was observed on the lens and on the lens case, outside the well area. The lens was posterior surface up. One haptic distal tip was broken. The broken haptic tip was not visible in the image. A large portion of the optic edge was broken starting from the haptic/optic junction of the broken haptic and travelling around a portion of the optic edge. A separate area of the optic edge was torn, crushed, and cracked. A third area of the optic edge appeared to also be damaged. No further confirmations can be made from the photo. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, when surgeon intended to implant the lens, while grasping the lens and preparing to insert it into the cartridge, surgeon noticed that something was wrong with the lens. Upon closer inspection, it was observed that one of the lens haptics was caught within the optical portion of the lens, causing the lens to tear. The backup lens was used. There was no patient harm.